Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 1260. There was no patient involvement.

Manufacturer narrative:
D3: correction. D9: 30-jan-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing and review of the event history log confirmed the reported issue. The pump powers up with alarm 1260. The cause was identified to be the real time clock (rtc) battery. The rtc battery was replaced.